Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the document was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, a 21 mm trifecta valve was implanted. On (B)(6) 2016, the patient was admitted to the hospital for weakness. A CT pulmonary angiogram showed subsegmental pulmonary emboli in the right lower lobe with pulmonary infarct and a small effusion. The patient's medication was adjusted and the patient was discharged on (B)(6) 2016. The relationship of this event to the device is unknown. (Clinical study patient ID: (B)(6)).